Event description:
It was reported that the patient¿s ilet pump sustained physical damage, resulting in a cracked screen that prevented unlocking and reliable use. The patient transitioned to a backup therapy while awaiting a replacement, shut down the device to avoid alerts, and was advised that data would not transfer to the replacement. Customer care provided assistance that included review of complaint details. Investigation of this case revealed screen damage to the user interface consistent with external impact, with loss of operability. No reported adverse clinical effects and no user injury as a result of the damaged screen. Outcomes included no impact on health. It was concluded that the event was attributable to physical damage from unintended impact, with device performance limited by the cracked display rather than an internal malfunction.